Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non- healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, the patient experienced flashes for 2 to 3 blinks in the morning, black halo several times during the day, eyes are teary, vision is blurry, feels dizzy. The patient also reports having had edema after the implant was inserted, which caused eyelids to droop, causing discomfort. The patient states that she contacted her doctor, who prescribed antibiotics, corticosteroids, lubricants, and eye drops. Patient states that the doctor prescribed antibiotics, corticosteroids, lubricants, and eye drops, but it was stated there was no improvement.

Manufacturer narrative:
Additional information was provided in b.5 and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the patient have seen a second ophthalmologist and the examination did not reveal any abnormalities and the implants are not possible to remove.